Event description:
It was reported that stent dislodgement occurred via attached medwatch mw5100114. The target lesion was located in the mesenteric artery. A 7.0x30x135cm express ld stent was advanced for treatment. However, during procedure, the stent broke off the balloon and traveled into the aorta and landed in the occluded left iliac vessel. No further information available.